Manufacturer narrative:
Schaack, d., et al. The olive strategy: improved pulmonary vein isolation durability with the pentaspline pulsed field catheter. Journal of the american college of cardiology electrophysiology. 2025 jul, 11 (7) 1555 to 1568. Https://doi.org/10.1016/j.jacep.2025.02.026. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported via literature that serious adverse events occurred. A study between june 2023 and july 2024 was conducted to evaluate the durability of pulmonary vein isolation (pvi) through the use of a novel farawave catheter shape during pulse field ablation (pfa). Procedure summary: four hundred (400) consecutive patients with atrial fibrillation (af) underwent pulmonary vein isolation and left atrial posterior wall ablation via pfa with the farawave catheter. All procedures were performed with the patient under deep sedation with propofol, midazolam, and fentanyl. Two (2) unknown sheaths were placed in the right femoral vein using ultrasound guided puncture. An unknown decapolar diagnostic catheter was positioned in the coronary sinus, and a single transseptal puncture with an 8.5 f unknown sheath and non boston scientific (bsc) needle was performed using fluoroscopy guidance and pressure measurement. The 8.5 f transseptal sheath was exchanged for a 13.8 f faradrive sheath via a guidewire in the left superior pulmonary vein and the farawave catheter was inserted through the faradrive sheath. Atropine was administered and each pulmonary vein was treated with four (4) applications of ablation using the flower configuration and four (4) applications using the basket configuration. After ablation in the basket configuration, the catheter was then changed to an olive configuration and two (2) applications of ablation were administered. Pvi was confirmed via complete disappearance of pulmonary vein electrograms. Procedural and post procedural complications: of the 400 patients included in the study, three (3) experienced pseudoaneurysms which required unspecified intervention and two (2) patients experienced arteriovenous fistulas which did not require intervention. No further information on the status of the patients is available.